Manufacturer narrative:
Device received with critical pump error and unable to download, problem isolated to electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by the medtronic indicated that the insulin pump had critical pump error. Customer reported that they received open book error image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.